Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for radiculopathy and spinal pain. Information was reported that the patient has back pain. The caller stated that the patient reported to him that the ins has been dead for months, and that the ins was not working for the patient. There is a plan to have the device removed in the near future. No further complications were reported. No additional patient symptoms were reported.